Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient death occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, versacross access solution kit was selected for use. The cti line was performed in the right atrium using a non-boston scientific mapping catheter. After the cti line was performed, the physician performed transeptal puncture with no issues reported. Once across the septum, the versacross sheath was exchanged for the faradrive sheath and the mapping catheter was inserted. It was at this point that the patient's heart rate became tachycardic and hypotensive with only an available reading of map of 24. The blood pressure was then reattempted with a systolic in the 60's. The patient's heart rate then declined to the 50's-40's where they were then pulseless electrical activity (pea) and required resuscitative efforts. An intracardiac echocardiography (ice) scan detected a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed and blood was administered. The patient passed away despite the efforts of the lab staff. The device is expected to be returned for analysis. The pericardial effusion was noted on ice image, but unsure of exactly where is started. It was reported that the patient was elderly and was in persistent atrial fibrillation (a fib) for along period of time, anatomy could have been a factor. The physician did not make any comments that our device was the cause of the incident.